Manufacturer narrative:
Pt with a total knee implant has arthrofibrosis. Revision surgery is planned. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt with a total knee implant has arthrofibrosis. Revision surgery is planned. Poly inserts will be exchanged during the procedure.